Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was verified; however, the fill estimate issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was at 75% charge when it "jumped" down to a low battery charge. The customer received a low power alert and the pump subsequently shut off. Additionally, it was reported that the customer had experienced fill estimate issues. The customer declined to provide further information regarding the events. There was no reported impact to the customer's blood glucose level.